Event description:
It was reported that a device system was removed on the pt's left side due to an infection. The infection was noted as resolved following the removal of the device system. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.